Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge did not fit onto the pump. The customer reloaded the cartridge to resolve the issue. Furthermore, it was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer¿s blood glucose level ranged from 55 to 70 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.